Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of a type 3a endoleak on (B)(6) 2018 as reported by physician (B)(6) at (B)(6). The date of event is (B)(6) 2018 based on the complete date of the CT scan which identified the endoleak. Upon initial review of the aforementioned CT, endologix could not confirm the reported fabric tear but noted a minimal overlap (approximately 2cm) between the main body and the cuff. The patient was originally implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2012 by the reporting physician. Re-intervention is scheduled for (B)(6) 2018 to place an afx main body to increase overlap. The patient is asymptomatic.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018 and the required records surrounding the reported event were not received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a bifurcated afx2 device on (B)(6) 2018.